Event description:
It was reported that a wireless battery module experienced fluid intrusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of fluid intrusion, but could not reproduce it during eval. Eval found evidence of corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from svc.